Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.25 x 24mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. Upon removal of the device, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).